Manufacturer narrative:
(B)(4).

Event description:
During a review of the event history for another report for a colleague infusion pump, it was discovered a battery depleted set alarm that occurred during infusion which caused an interruption during delivery. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is currently unknown.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed but not duplicated. The assignable cause was faulty channel b and c phm (pump head module). The channel b and c phm have been replaced. Additional: the user interface module master software version is 6.13.92, categorized as remediated.

Manufacturer narrative:
(B)(4). A service history review revealed that this device was not previously serviced for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. The root cause investigation is in progress through (B)(4).